Event description:
It was reported that the insulin pump had continuous beeping alarming low glucose during the night. It was stated that at times the alerts were due to the sensor glucose reading low and the blood glucose was between 150 and 160 mg/dl. Customer had to suspend the use of the system while being on vacation due to alarms, also because when swimming the sensor would come out and it would bring additional work during vacation. Troubleshooting was declined by customer's mother. Current blood glucose was 105 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.